Manufacturer narrative:
Quality assurance product analysis reviewed the info that was provided by the site and is awaiting the return of the product. Based on the limited info, we are unable to determine the root cause of the alleged guide wire stick. In the event additional info is obtained, a f/u report will be submitted.

Event description:
A bayer (B)(4) sales rep reported the following: on (B)(6), 2014 a patient with a fibrotic lesion of the popliteal artery presented for an atherectomy procedure. During the procedure, the jetstream catheter stalled while it was engaged in the lesion. The physician attempted to retract the catheter but was unable to do so as the catheter became stuck on the s'port guide wire and would not move. The physician decided to remove the catheter and guide wire as a unit. Upon inspection of the jetstream catheter, a large piece of intimal tissue was noted to be wrapped around the tip of the device. Further imaging determined that a dissection of the vessel had occurred and the physician used a balloon to finish the case with a good clinical result. However, on (B)(6), 2014, we received info that the patient had developed a pseudoaneurysm of the treated popliteal artery post atherectomy and returned to the hospital for repair.